Event description:
On february 8, 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was displaying ¿low battery¿ indicator. The complaint was classified based on information obtained from the customer service representative (csr) documentation the patient was unable to specify when the alleged issue began. The patient advised that she does not take any medication to manage her diabetes ad advised that in response to the alleged issue, she ate some protein and went to bed and slept/ the patient reported that an unknown time after the alleged issue occurred with the subject device, she developed symptoms of feeling ¿dizzy, weak and shaky¿. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr confirmed that the device was not being used for the first time and noted that there was no apparent misuse. Based on the information provided, the csr established that the batteries in the subject device needed replacing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue with the subject device began.